Manufacturer narrative:
Manufacturer ref# pr(B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Investigation is still in progress.

Event description:
Description of event according to medical records: ivc filter placed on (B)(6) 2013 initially had slight tilting after deployment not thought significant. However, on subsequent CT imaging from (B)(6) 2013 there appeared to be increase in amount of tilting with one leg either in a lumbar vein or outside the inferior vena cava. The apex of the filter was overlying the right renal vein. As this filter is probably going to be permanent it was recommended to remove this filter and place a new ivc filter. Patient outcome: (B)(6) 2013: a new ivc gunther tulip filter was placed and is in good alignment with no tilting present.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the tulip filter was slightly tilted after deployment and approx. Three weeks later one leg was in lumbar vein or outside the ivc. The filter was removed and replaced without any reported harm to the patient. No product was returned and no imaging could be obtained. Therefore, based on the limited information provided the exact reason for a filter leg to be either in a lumbar vein or outside the ivc approx. Three weeks after placing the filter with an insignificant tilt cannot be determined. However, it is noted that another tulip filter was placed without any reported harm to the patient. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. There are adequate controls in place to ensure that this type of device was manufactured to specifications. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.